Event description:
It was reported that the patient developed contact dermatitis (redness, rash, and bumps) while wearing the Pod for an unspecified period. Reportedly, the patient started using the Omnipod 5 in (b)(6)2026 and began to develop a reaction in (b)(6)2026. The reaction began with inflammation and bumps at insertion sites on the thigh and progressed to raw skin where the Pod was placed on the back. It eventually transitioned to hives covering the entire body, including their face, palms, and feet. The mark from the Pod adhesive was still visible on the skin a month later in the exact shape of the Pod. The ongoing issue required multiple medical visits, including visits to the emergency room, urgent care, endocrinologist, primary care physician, allergist, and dermatologist. The patient was prescribed steroids and also Benadryl. The patient stated they normally prep the site using alcohol. No blood glucose readings were reported. At the time of call, the patient had paused usage of the Pod since (b)(6), 2026 and was managing their diabetes with multiple daily injections using an insulin pen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: Data not availableOmnipod Software App Version: 2.1.0Operating System: 26.2Hardware: iPhone16.1CGM Sensor Type: Data not availablePlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.